Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead was found to have dislodged. It was also reported that the device was implanted after the use by date. The lead was repositioned; the device and rv lead remain in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.